Event description:
The customer reported to olympus, the hd endoeye laparothoracovideoscope had an insertion tube that rotates and becomes twisted. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: there was a deterioration or breakage of the adhesive (chemical stress or physical stress). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to the olympus service center for evaluation and the customer's reported issue was confirmed due to deterioration or breakage of the adhesive. Additional evaluation findings: connection between insertion pipe and control unit was not secured due to looseness of the insertion pipe. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation . A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the adhesive deterioration was caused by stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.